Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was experiencing an intermittent charge shock failure. It was noted by the customer biomed that the therapy pca and capacitor had already been replaced in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.